Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring on top of the reservoir compartment was loosened. The customer stated that the reservoir was not locked into place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.